Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. The service engineer (se) inspected the device and replaced the power switch overlay to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator light emitting diode (led) illumination failed. No patient involvement. Event date not specified; estimate used.